Event description:
A balloon leak was reported. No patient injury occurred as a result of this event; however, it was reported that the patient expired later. No further details or patient information is available.